Manufacturer narrative:
Submit date: 04/21/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a foley catheter. The customer reports that at the start of adenoidectomy surgery, a tongue blade and mouthgag were inserted and the mouth was opened for exposure. A red non-latex robinson catheter was placed transnasally and brought out transorally. An oxygen leak resulted in a spark which ignited the red non-latex robinson catheter, which rapidly began to smolder. A fire was observed in the oral cavity. The endotracheal tube and the red robinson were immediately removed from the patient and the oral cavity doused with saline and suctioned out. The patient was re-intubated. An examination of the oral cavity and larynx revealed that the patient had a burn on the left lateral tongue as well as a burn on the buccal mucosa. The area was immediately iced. There was no airway injury and direct laryngoscopy and bronchoscopy was performed with confirmation of no airway injury to the larynx or trachea to the level of the carina.